Event description:
On 22-apr-2026, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment would not lock the burr attachment at all and another ar-300b burr attachment would not open and accept the burr at all. This was discovered during a procedure with no patient harm. The case was completed with another device with a 10-minute delay experienced. Additional information was provided 24-apr-2026: it was further reported this was discovered during an mis bunion procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.